Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease and movement disorders. It was reported the patient had a headache since she went to the dentist the day prior and had her two front teeth drilled. The manufacturer representative had made programming adjustments on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they did not turn the device off at the dentist. After getting home, the right side of her head began to hurt and she had a headache for 2 days. She thought maybe it was related to the rainy weather. The patient's healthcare professional examined her and said there was no infection, issues with her sinuses, or stroke; there was nothing wrong that she could detect. The patient took tylenol to resolve the headache and it was resolved.